Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and vela suprarenal device. During the two year follow up CT, it was noted that there was an aneurysm enlargement and a bilateral endoleak type ib. Patient was implanted with two ovation limb. There have been no additional patient sequelae reported at this time.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ib bilaterally. Clinical evaluations was unable to find substantial evidence to support the reported sac growth. The most likely cause of the loss of seal the suboptimal positioning of the inferior stent margin to native vessel wall due to tortuosity. There were no procedure related harms identified. The final patient disposition is unknown, and there have been no further reports of negative patient sequelae. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.